Event description:
It was reported to boston scientific corporation on (B)(6) 2013, that a polyhesive patient return electrode was used during radiofrequency ablation (rfa) of a hepatic tumor performed on (B)(6) 2013. According to the complainant, during the procedure, the four grounding pads were placed on the patient's unshaven calves instead of the thighs. Following the procedure, a first degree burn was noted on the patient's calf, under the grounding pad placed highest (just below the knee). The burn was treated with biafine cream. The patient was stable following the treatment.

Manufacturer narrative:
It was reported the patient is over 18 years. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.